Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported for the last 3 weeks they had been experiencing major withdrawal. The withdrawal episodes were wearing on the patient, he can¿t eat anymore, lost 20lbs, uncontrollable shaking and was trying to work every day. The patient was having to take break through medication around the clock. The patient had a feeling it¿s not reaching the site and there¿s a disconnect/void in the connection. The patient had been to the ER (emergency room) 10 times and they turn him away. The patient has followed up with their healthcare provider and they had referred the patient to a clinic in sc as the patient had moved. The patient had a consult appointment (B)(6) 2017. The patient wanted someone to give him direction on what to do or call the clinic to have the patient be seen sooner. The patient stated that the rn (registered nurse) told him it can malfunction. It was reviewed that the pump was designed to alarm if there was a malfunction. The patient had a ¿pump-o-gram¿ done in (B)(6) and it showed everything went through the catheter fine. The patient stated the pump would not alarm if there was a disconnect with the catheter. No further patient complications have been reported as a result of this event.